Event description:
The customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accu-tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for one pt. The customer re-ran the sample on a different instrument using an alternate methodology and the results were negative. The initial erroneously elevated result was reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate the instrument. A bci field service engineer (fse) did not investigate the instrument. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.